Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: returned product consisted of an apex balloon catheter and a tuohy. There was contrast and blood in the lumen, with the balloon loosely folded. Microscopic inspection of the balloon, distal tip and proximal bond found no irregularities or defects. The inner diameter (ID) of the wire lumen was measured at the distal end and is within specification. The wire used in the procedure was not returned with the complaint device. Functional testing was completed using a kinetix plus. The wire advanced smoothly and without any issue in the complaint device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that catheter entrapment occurred. The target lesion was located in a moderately tortuous vessel. After dilatation was performed using a 1.50mmx8mm apex flex balloon catheter, wire friction was encountered and the wire became stuck. The procedure was completed using a non-bsc balloon catheter. No patient complications were reported and the patient's status was good.